Manufacturer narrative:
No patient information was provided. Sorin group (B)(4) manufactures the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the pump for the sorin s3 console showed a ups warning during a procedure. There was no patient injury reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pump for the sorin s3 console showed a ups warning during a procedure. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The customer did not request service from livanova for this issue. No further issues with the device have been reported by the customer. As an investigation could not be performed, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No service was performed.